Event description:
Caller reported a malfunction on a pump with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and instructed the caller to call back if the malfunction code recurred. The caller acknowledged and understood the instructions, and was advised to continue using the pump.